Manufacturer narrative:
To date we are not aware of how many events occurred. We have at least 2 cases. Additional information provided by the surgeon: several patients have been subjected to this event both male and female with different age surgical procedure: strabismus. Vicryl v577ag was used to suture the conjunctiva with interrupted suture symptoms: redness and reaction from a foreign body after 3-4 weeks from the intervention. Local therapy: combination of aminoglycoside plus corticosteroid and lubricant. The symptomatology requested a prolonged corticosteroid treatment beyond the normal 2-3 weeks and mechanical suture removal in some cases. No data on allergies no anomaly detected during the intervention. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please indicate the specific number of patient events for ¿several patients have been subjected to this event both male and female with different age¿.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Provide the specific number of patient events? For each procedure, please provide: the patient demographic info: age, gender, weight, bmi at the time of index procedure date of index surgical procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). What was the onset date, time from the index surgery? Was medical intervention required to treat the patient condition? Results does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? What date did the patient present with symptoms? What intervention was performed for this suture event? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event does the surgeon have photos of the patient event? What is the patient current status? Product code and lot #? If applicable, will product be returned, return date, tracking information.

Event description:
It was reported that the patient underwent strabismus surgery on an unknown date and suture was used. On (B)(6) 2017 the patient developed a granulomatous reaction. Additional information has been requested.